Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a moderately tortuous right coronary artery. Pre-dilatation was performed with a 2.75 x 8mm nc quantum balloon catheter and a non-bsc stent was implanted. A 4.0 x 8.0mm nc quantum apex monorail balloon catheter was used for post dilation and inflated to 16 atms. A second inflation was performed at 18 atms. Upon the third inflation, the balloon ruptured at 20 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.